Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance intermittently. Technical services (ts) reviewed the reports and provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.